Event description:
It was reported that the after inserting the 8 fr. Sensation plus 50cc intra aortic balloon(iab) catheter was received in a non sterile state. The inner package has a hole and the it was not packaged correctly and the delivery box was not damaged.. There was no patient involvement reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected data: b5, b6, b7, d4 (lot number, UDI number), d7a added (note: single use device mentioned as yes incorrectly in initial), d10, h6 health impact code. The customer reported receiving an item in a non-sterile state. They stated that the inner package has a hole and the item was not packaged correctly, they mentioned the delivery box was not damaged. Since the product was not returned, we were unable to evaluate the device. The dhrs for both the finished good number and iab & pouch lot number were reviewed and attached to the investigation. The DHR review did not show any anomalies or malfunctions during either the manufacturing process or inspection process. Additionally, no holes were observed anywhere on either the package and/or the device in the pictures provided by the customer. No decon or visual inspection performed since product was not returned and could not be evaluated. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that the after inserting the 8 fr. Sensation plus 50cc intra aortic balloon (iab) catheter was received in a non-sterile state the inner package has a hole and it was not packaged correctly and the delivery box was not damaged.